Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The 2.50x15mm nc trek balloon dilatation catheter (bdc) referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the bifurcation of the distal circumflex and marginal branch arteries. The 2.50x15mm nc trek balloon dilatation catheter (bdc) was prepped per instructions for use. Following post dilatation in the distal circumflex the bdc was attempted to be advanced to perform the final kissing balloon technique; however the bdc became stuck with ht bmw universal ii guidewire (gw). The bdc and the gw were removed together as a single unit from the patient. There was no adverse patient effect and no clinically significant delay reported in procedure. Another bdc and gw were used to complete the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in the bifurcation of the distal circumflex and marginal branch arteries. The 2.50x15mm nc trek balloon dilatation catheter (bdc) was prepped per instructions for use. Following post dilatation in the distal circumflex the bdc was attempted to be advanced to perform the final kissing balloon technique; however the bdc became stuck with ht bmw universal ii guidewire (gw). The bdc and the gw were removed together as a single unit from the patient. There was no adverse patient effect and no clinically significant delay reported in procedure. Another bdc and gw were used to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to remove was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty removing the balloon over the guide wire. In this case, it is possible that inadvertent mishandling or manipulation of the device may have contributed to the noted kinks on the guide wire. Damage to the guide wire could contribute to the reported difficulty removing the balloon over the guide wire. Additionally, attempting to remove the guide wire against resistance with the balloon may have contributed to the noted stretched coils; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na